Event description:
A customer reported that their pump triggered an altitude alarm. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Technical support advised the customer to clean the speaker holes and reconnect the insulin cartridge. After these actions, normal insulin delivery resumed, and the altitude alarm did not recur. Tips for preventing future altitude alarms were also provided and acknowledged by the customer.